Event description:
This procedure was used in a fistula gram pta. The balloon ruptured @ 20atms and fragmented. The balloon was pulled into the sheath (6fr) but could not be pulled out. With both markers appearing to be within the sheath, the sheath was then removed. Resistance was encountered in pulling the sheath out and the balloon catheter sheared leaving the distal 4-5 cm of the catheter in the vein and sticking out from the venotomy site. The catheter was sticking out of the patient and the physician was able to retrieve the remaining catheter and balloon tip by hand. Part of the balloon that fragmented was removed from within the sheath. All parts were retrieved and inspected to ensure that no remaining portion was left in the patient. Guide wire placement was not compromised. No remaining parts were left in the patient.